Event description:
During routine testing of the device at the service center, the service technician reported that the monitor failed the battery test. Lasted only 16 minutes and would not hold a charge. Since the event occurred during routine testing, there was no pt involvement during this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.